Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, vyaire has not received the suspect device for evaluation. At this time, the suspect component is not available for return. Due to the part not being available to be returned, no further evaluation can be completed at this time.

Event description:
The customer reported while using the vela ventilator; the device displays ventilator inoperable alarms. The customer performed troubleshooting and reported being unable to duplicate the reported event. The customer reported transducer fault and motor fault alarms conditions. The customer in conjunction with vyaire's technical support determined the most likely cause of the reported event is the main printed circuit board assembly. The customer reported there is no patient involvement associated with the event.